Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2014-25245. It was reported the pt's permanent procedure was extended about 30 minutes due to the second lead (device 1) being explanted after intra-op testing revealed high impedance. It was also reported during the procedure the pt experienced a dural tear with the third lead (device 2). In turn, the third lead was discarded and a blood patch was done.